Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead revision, the right ventricular lead perforated the heart. The lead was explanted and replaced. The patient was in stable and in good condition post surgery.